Event description:
It was reported that 2 bd integra¿ syringes with detachable needles experienced leakage. The following information was provided by the initial reporter: material no: 305270 batch no: 0204760 customer has had 2 bd integra syringes malfunction with the needle screwed on tightly. The vaccine that was drawn up in the syringe came out. Vaccine leaked from syringe-needle connection. This has happened with several needles from the same lot number.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd integra¿ syringes with detachable needles experienced leakage. The following information was provided by the initial reporter: material no: 305270, batch no: 0204760. Customer has had 2 bd integra syringes malfunction with the needle screwed on tightly. The vaccine that was drawn up in the syringe came out. Vaccine leaked from syringe-needle connection. This has happened with several needles from the same lot number.